Event description:
A healthcare professional reported that suction not functioning of probe before the intraocular lens (iol) implantation surgery. The surgery was completed on same day by replacing the product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).